Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found a low voltage bump battery message. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Following the replacement of the camera for the navigation system. A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced to restore functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera beeped twice, cycled power and then functioned as designed. However, it was noted that the orange led on the camera was illuminated and would not power off. Initial troubleshooting found the camera was suspected to be damaged or the cabling to the camera loose. There was no patient present when this issue was identified.